Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01059. This report is being submitted as additional information. Approximate age of device- 4 years, 0 months, 17 days. Manufacturer's investigation conclusion: the replaced percutaneous lead (driveline) segment was returned for evaluation. The reported low flow and pump stoppage events were confirmed via the submitted system controller log files. The log file contained approximately 28 days of data, spanning from (B)(6) 2018 to (B)(6) 2018 and captured the device operating as intended until (B)(6) 2018 at 3:13 when low speed/flow alarms were flagged in conjunction with a pump stoppage event. The device was supported with the power module when the alarms occurred. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed/flow alarms and pump stop event cannot be conclusively determined through the evaluation of the returned portion of driveline. Approximately 15 inches of the replaced driveline was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, no alarms were reported and the patient was placed on a grounded patient cable. On (B)(6) 2018, it was reported that the patient had a low flow and pump stoppage alarms when they bent over. The submitted log file for this event contained approximately 8 days of data, spanning from (B)(6) 2018 to (B)(6) 2018, and captured the device operating as intended until (B)(6) 2018 at 9:51 when low speed/flow alarms were flagged in conjunction with a pump stop event. The device was supported with the power module when the alarms occurred. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause cannot be conclusively determined. X-rays of the patient¿s internal and external portions of driveline were submitted for review and revealed a bend in the internal section. Two additional ungrounded patient cables were shipped to the customer. The patient remains ongoing on (B)(4) and no further related events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lvad system had a pump stop alarm on (B)(6) 2018. The patient was sitting up in bed and changing position. The alarm resolved and was not able to be recreated. The manufacturer¿s technical services representative reviewed the submitted logs and observed a pump stoppage on (B)(6) 2018 at 3:13:49 am while the vad was connected to the power module. The customer was informed that this type of behavior has been linked to a percutaneous lead (driveline) short to shield condition. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Approximately 6 inches from the exit site were replaced. There were no issues observed after the patient was placed back on the grounded power module patient cable. No further information was provided. On (B)(6) 2018, it was reported that the patient¿s device produced low flow and pump off alarms at the time when the patient was bending. The alarms were not able to be reproduced. The log files were send for evaluation. The manufacturer¿s technical services representative reviewed the submitted log files and observed one brief pump stoppage on (B)(6) 2018. The 2 x-ray images showed that a percutaneous lead (driveline) appeared to be bent underneath the pump. There was not enough evidence to determine the cause of this pump stoppage. The external x-ray appeared unremarkable. The patient was planned to be monitored. No additional information was provided.